Event description:
Reportedly, the programmer displays bugs at each implantable device interrogation even after logging off.

Manufacturer narrative:
The investigation of the returned tablet and the investigation of the provided data confirmed the reported issue. Upon reception, smartview software 3.18 is installed on the subject tablet and the tablet bugs while interrogating an alizea implantable device. The investigation of the provided data revealed that the brady wireless system file was corrupted, preventing the correct functioning of brady wireless programmer. The root-cause of the system corruption is most probably due to battery removal when the system was still running. Programmer software¿s for other implant types are not impacted (non-brady wireless). The re-installation of the smartview software 3.18 will solve the reported issue. The programmer will follow the normal workflow of repair and will return back to the field. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.